Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Bravo capsule was placed normally, after depressing plunger it seemed to operate normally and popped up. At this point they noted, it did not detach from delivery system. Then they proceeded to break the handle and remove the wires, and it still did not release the capsule. They then used the scope to manipulate the delivery system and got it to detach.